Event description:
Allegedly pt has poor ligaments and needed more support so revision surgery was performed.

Manufacturer narrative:
Upon further investigation it was found by the user facility that co's product did not cause or contribute to a serious injury; therefore, the MDR was not required.